Manufacturer narrative:
Corrected data: the explant of the patient's extensions led to impedances being within normal limits. Therefore, the patient's lead has been deemed to be not reportable.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2021-13738. Reference MFR. Report#: 1627487-2021-13739. Additional information received revealed the patient's doctor decided to explant the patient's extensions. Afterwards, impedances were within normal limits once the patient's lead was connected to their ipg. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown.

Event description:
It was reported the patient has been unable to receive adequate stimulation/ therapy due to high impedance being present. Troubleshooting was performed but was unable to restore needed therapy. As a result, the patient may undergo surgical intervention.